Event description:
It was reported that during the implant procedure as the implantable pulse generator (ipg) was placed in the pocket, the ipg lost telemetry with the mobile programmer when the rv tip/ rv ring channel on the ipg went blank. The right ventricular (rv) lead exhibited out of range (oor) low impedance. Attempts were made to switch the polarities. When the ipg was removed from the pocket pacing was observed on the ventricular electrograms (egm). The rv tip/ rv ring channel displayed normal impedance. The ipg was placed again in the pocket and the same issue occurred again. The rv lead exhibited out of range (oor) low impedance and loss of capture. The mobile programmer was moved closer to the patients head and the issue was resolved. The ipg and the rv lead remain in use. The mobile programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.